Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when attempting to power off their device, the device would not respond and the device is no longer able to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, informed physio-control that the device was repaired and is back in service. No further information was available. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.